Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Field report of perforation, pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads. Revision to the initial MDR in block h6 impact code. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully after multiple attempts due to dislodgement, resulting in perforation, pericardial effusion, and cardiac tamponade. The physician placed a pericardial drain and chose to reschedule. No new rv lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully after multiple attempts due to dislodgement, resulting in perforation, pericardial effusion, and cardiac tamponade. The physician placed a pericardial drain and chose to reschedule. No new rv lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully after multiple attempts due to dislodgement, resulting in perforation, pericardial effusion, and cardiac tamponade. The physician placed a pericardial drain and chose to reschedule. No new rv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Field report of perforation, pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.